Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was not able to be implanted due to patient anatomy. During a cervical trial lead placement, the physician was unable to place the lead due to the patient's anatomy and previous surgeries they have had. Nothing was implanted at this time.